Event description:
Open gastric bypass. Slc55b dlu calibrated, opened/closed without difficulty and was fired. Pc read "firing cycle complete". However the knife blade was left exposed and there was a tear in the tissue. Another device was used to complete the case.

Manufacturer narrative:
Summary: from the icr report: pc read "firing complete" the device fired the staples half way and cut half way. Clamp shaft and fire shaft rotate smoothly. Fire side drive clip slightly bent but still engages. Dlu fired lab reload without issues. Undetermined what caused the drive clip to bend, loose staples or particles were not found near the fire gear train.